Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Eighteen months post procedure the patient experienced a cerebral vascular accident. Magnetic resonance imaging (MRI) revealed a thrombus in the right side of the brain of the patient. Blood thinners were prescribed and no further information on the status of the patient is available.